Event description:
Author: dudhniwala et al (2012). Reference: dudhniwala ag, rath n, forster mc. Lateral meniscal tear resulting from the femoral cross-pin used for hamstring graft fixation in anterior cruciate ligament reconstruction. Knee. 2012 dec;19(6):951-2. (B)(6). Patient characteristics: age: 29; gender: male; type of lesion: acl tear (isolated). Perioperative complications: joint: knee; anchor (# per lesion): rigidfix bioabsorbable pins (2); suture: other devices: intrafix and sheath (tibia); technique: acl reconstruction (4 strand hamstring tendon autograft); surgery: none; anesthesia: none ; device complications: none; other: none. Time complication: 13 mo. F/u time: loose device: broken cross pin (pistoning in tunnel); knee pain, locking and catching; mild joint effusion, lateral tenderness; broken suture: tissue damage: tear in meniscus, inflammation in synovium; imaging studies: MRI: lateral end of the distal cross-pin abbuting the lateral meniscus, intact acl graft (no graft impingement, no tunnel osteolysis, no cyclops lesions) reoperation (related/unrelated): related: removal of broken pin and meniscal suture. Outcomes objective outcomes: n/a; functional outcomes: n/a; subjective outcomes: n/a; patient satisfaction: n/a.

Manufacturer narrative:
Our patient safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so we are filing an adverse event report to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.